Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned product. The visual inspection of the product noted zero sutures and two needles. From the opened product, the needle was received without suture. It was observed, under magnification, normal needle crimp and swage marks were observed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Unfortunately, because the products were received opened, the root cause could not be reliably determined. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the suture became detached from the needle but the needle remained in the jaws of the endostitch. The needles were retrieved and saved for further examination. Both needles came from the same lot. To correct the condition the needle was removed from the device and another suture was loaded and utilized effectively. No adverse events have been reported.